Event description:
It was reported that the patient experienced an overdose with sedation. The patient was "unarousable" following a routine refill on (B) (6)2010 where the dose was increased 15%. The hcp confirmed the pump volume was accurate. The dose was decreased back 15%. The hcp believed the patient presentation was due to a large seizure, but unknown for sure. A CT was performed and was negative. Final patient outcome was not reported. The cause was not determined.

Manufacturer narrative:
(B) (4).